Event description:
A cgm error 42 was reported by the caller, indicating a potential issue with a continuous glucose monitoring sensor. There was no adverse impact to the customer¿s blood glucose level. The caller received complete pump reset information from technical support, and after following the provided instructions, the pump no longer displayed the error code and the sensor session was successfully initiated.